Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history review could not be completed as no batch number was provided. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. H3 other text : see section h.10.

Event description:
It was reported that bd precisionglide¿ needle was clogged. This was discovered during use. The following information was provided by the initial reporter: material no: 305111; batch no: unknown (provided 8369850). It was reported that after screwing on needle and inserting into the vial, customer was unable to draw insulin. 1. Description of issue: customer reported needle tip issue today and a second event 10 days ago. Customer reported the same issue happened each time that he screwed the new needle tip onto the syringe and inserted it into the vial of insulin and was unable to fill the syringe with insulin until he changed to a new needle tip. Customer had not attempted to insert needle tip into cartridge fill port before issue presented itself during either event. 2. Number of occurrences: 2. 3. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. 6. For bd product only, are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes. 7. Did issue cause any injury? If yes, what type of injury? No 8. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. 9. Resolution: explained that bd might follow up with customer regarding returning syringe/needle. No further follow up is required.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd precisionglide¿ needle was clogged. This was discovered during use. The following information was provided by the initial reporter: material no: 305111 batch no: unknown (provided 8369850). It was reported that after screwing on needle and inserting into the vial, customer was unable to draw insulin. Description of issue: customer reported needle tip issue today and a second event 10 days ago. Customer reported the same issue happened each time that he screwed the new needle tip onto the syringe and inserted it into the vial of insulin and was unable to fill the syringe with insulin until he changed to a new needle tip. Customer had not attempted to insert needle tip into cartridge fill port before issue presented itself during either event. Number of occurrences: 2. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. For bd product only, are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: explained that bd might follow up with customer regarding returning syringe/needle. No further follow up is required.